Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a sling for stress urinary incontinence procedure on an unknown date. According to the complainant, after the procedure, the patient experienced urinary retention. The physician also mentioned that the sling was loose. It was reported that the problem occurred ¿within the last month¿. The patient is still experiencing urinary retention.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.